Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt went to surgery for closure of his aortic valve. The lvad was stopped during procedure, and when the hospital tried to restart the lvad there was no response. The system controller was replaced with the back up. It was reported that the system controller caused a delay in the procedure, however, the pt was not symptomatic.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.